Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Bg was addressed by consuming carbohydrates. Cause of low bg was due to basal rate settings needing adjustment. Tandem technical support assisted customer to adjust basal rates.